Manufacturer narrative:
Patient¿s date of birth, weight are unknown. (B)(4). Not implanted or explanted, partial device remained in patient. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter telephone number is unknown. A device history record (DHR) review was performed for part # 400.807s, lot # 9375181: please note, this DHR review is for sterilization procedure only. Manufacturing location: (B)(4), supplier: früh ag, manufacturing date: 20.jan.2015, expiry date: 01.feb.2025: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 400.807-exs / 9329824: manufacturing location: (B)(4), manufacturing date: 14.jan.2014: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported that during a surgery on (B)(6) 2017 to treat the right 4th proximal phalange fracture, the surgeon drilled holes for the screws. When the surgeon inserted the cortex screws through the modular hand system (mhs) 1.5y plate, the head of the two cortex screws in question were broken. Per surgeon it was difficult to remove the broken piece of the screw tips therefore the screws remained embedded in the bone. Other cortex screws in different size were used to complete the procedure. Per surgeon the screw head might have broken as the patient was relatively young and had good bone quality. The surgeon also pointed out that extra load might have been applied to the cortex screw when the surgeon was inserting the cortex screw. The surgery was extended for thirty (30) minutes. Concomitant device reported: modular hand system (mhs) 1.5y plate (part # unknown, lot # unknown, quantity 1) this report is for one (1) 1.5mm ti cortex screw self-tapping 7mm this is report 2 of 2 for complaint com-289534